Event description:
Device 1 of 3. Reference MFR report#: 1627487-2013-11269, 11270. It was reported the pt has been receiving ineffective stimulation since being implanted. It was also reported the pt has been experiencing pain and tenderness at the ipg site. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.